Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an lv lead extraction procedure the rv lead was dislodged, resulting in high capture threshold. Repositioning of the rv lead was unsuccessful. High impedance values on the rv lead were also noted. The lead was later explanted and replaced. The patient was fine after the event.